Event description:
In 2006, the permacol was placed in an underlay position and the wound left open, covered with saline swabs and an opsite dressing. This was due to the surgeon being unable to close the patient's wound in a complicated case. Pds sutures were used to secure the implant. The patient was transferred to the intensive care unit following the surgery, however, 72 hours after the repair, the left side of the permacol had cracked from the sutures out to the edge of the implant. The surgeon concerned believes that the permacol was not kept moist enough along the left edge and therefore, this caused the crack to occur. The patient went back to theatre and the permacol in the area that had cracked was then sutured to the skin with tension sutures, the permacol acting as a wound dressing. The surgeon used permacol in this setting with the intention to encourage granulation tissue and as the tissue granulated and closure was achieved, the surgeon cut the pieces of permacol away as he had planned within the patient's wound care regimen. The patient healed well and went home far quicker than the hospital expected. The surgeon was pleased with the outcome.

Manufacturer narrative:
There is no lot number information available, however, tsl can confirm that the product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies in accordance with iso11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. The permacol was placed in an open wound environment and managed under wound swabs which is not recommended by tsl. As a result of this use, the information available reasonably suggests that the permacol dried out on one side leading to the product cracking around the suture points which is a risk if permacol is not suitably covered or kept moist. The surgeon addressed this issue by repositioning the permacol as a wound dressing with the intention to encourage granulation and healing of the open wound which occurred sooner than the surgeon anticipated.